Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the right cylinder connecting tube. The pump and cylinder were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The tubing was cut down to the pump block and was not returned for analysis. Based on analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the right cylinder connecting tube. The pump and cylinder were removed and replaced. There were no patient complications.